Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. Upon interrogation, the right ventricular (rv) lead exhibited two non-sustained oversensing (nsrvo) episodes. The two nsrvo episodes showed a few non captured beats due to programming. Programming changes were made. The patient was stable.